Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair. Factory authorized service center.

Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred and a failure of its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer and forwarded to a third party service center for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.